Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7250234, medical device expiration date: 2022-08-31, device manufacture date: 2017-09-07. Medical device lot #: 7250234, medical device expiration date: 2022-05-31, device manufacture date: 2017-06-07. Medical device lot #: 5098210, medical device expiration date: 2042-04-12, device manufacture date: 2015-04-08.

Event description:
It was reported that foreign matter ¿small plastic bits¿ were found inside a bd discardit ii¿ prior to use. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A batch history review showed no non-conformances associated with this issue during the production of this batch. Although the defect was not confirmed for this instance, bd has recently investigated a similar complaint for this product and found the particles to be composed of lubricant the syringe barrel. Without the sample for evaluation we cannot verify this to be true for the product you reported. The appropriate personnel have been notified and are looking further into this issue. If a sample becomes available this complaint will be reopened and investigated fully. Bhr review: lot#7250234: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were assembled in machine, nº4235, nº4253, nº4213, nº4212, and nº4203, in lot #7156017 (june 5 - 12th, 2017). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #7156061, and #7145305 and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #7156066, and #7145310 and no problems, defects or qn related to the reported issue were found. Lot#7158245: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were assembled in machine, nº4235, nº4253, nº4213, nº4212, and nº4203, in lot #7244145 (september 4 - 11th, 2017). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #7244050, and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #7244051, #7234196, and #7237228 and no problems, defects or qn related to the reported issue were found. Lot#5098210: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qa nor ncmr's. Syringes were assembled in machine, nº4235, nº4253, nº4213, nº4212, and nº4203, in lot #5110236 (april 20 - 27th, 2017). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #5107200, #5099414, and #5078102 and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #5107211, #5078114, #5099424, #5071220, and #5064142 and no problems, defects or qn related to the reported issue were found. Root cause analysis: based on the customer description, we consider that the particles inside the syringe could be composed by lubricant from the syringe barrel. The lubricant is included in the plastic formulation and it is inherent to the design and function of 2 piece syringes. During the manufacturing process, the lubricant forms a microscopic layer in the internal/external walls of the barrel. When the plunger is moved backwards during the filling of the syringe, most of this microscope layer of lubricant is dragged behind the plunger and a small quantity still remains inside to allow a good sliding performance during the injection operation. The presence particles of lubricant in the fluid path of discardit ii syringes has been evaluated by bd. The polypropylene used to produce the syringe barrels (with the slip agent included in the formulation) has passed all the biocompatibility tests required prior to marketing the product and meet the established criteria for preclinical toxicological safety evaluations. Should any lubricant particles enter the fluid pathway then the risk to the patient based on toxicological or physical occlusion of blood vessels is deemed as negligible and clinically insignificant. Confirmation: no samples returned for evaluation. No issue found in the batch history record review. We could not confirm the reported issue. CAPA determination: we have initiated the appropriate corrective and preventive actions for this issue. CAPA #207816.